Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed). Far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. It was indicated that this could be influencing device behavior and causing premature mode switching. Follow up with the device clinic indicated that the patient did follow up a few days after the event and had an in office device check where it was noted that the implantable pulse generator (ipg) was functioning normally. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was also exhibiting far field t-wave oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead also exhibited undersensing and oversensing of stored electrocardiograms. The lead remains in use. No patient complications have been reported as a result of this event.